Event description:
It was reported that a patient presented in-clinic for an explant. Prior examination of the right atrial (ra) lead revealed a lead dislodgement. No electrical malfunctions were reported. During the revision procedure, the ra lead helix was unable to be extended. The ra lead was explanted and replaced on (B)(6) 2022. No patient consequences were reported.

Manufacturer narrative:
The reported events were lead dislodgement and helix mechanism issue. As received, a complete lead was returned in one piece with the helix found retracted and clogged with dried blood/tissue. The reported event of helix mechanism issue was confirmed. After cleaning, the helix was able to be extended and retracted by applying torque directly at the connector pin. The full helix extension was within specification. The cause of the reported event of helix mechanism issue was isolated to the helix being clogged with dried blood/tissue. Visual and x-ray inspections of the lead did not find any anomalies except for procedural damage.